Event description:
On event date, at 4am ventilator siemens sv300a malfunctioned on pt. Alarm sounded indicating pre-set volume was not being delivered and machine was cycling 40-50 times per minute. There were no kinks in tubing or obstruction in airway to cause this to happen. Pt ambued while new ventilator obtained, setup and connected.